Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the poc inr. The results were as follows: (B)(6) dr poc=2.8, (B)(6) inratio inr=6.2. The patient self tester stated that his physician decreased his coumadin from 7.5mg 5 times a week and 10mg twice a week to 7.5mg daily. Patient self tester said he was concerned about the elevated result since his coumadin had been decreased. The patient self tester stated that he just received this monitor and strips and used them for the first time that day. The patient self tester's therapeutic range is: 2-3.